Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9143739 and the review did not reveal any detected abnormalities during the production process that could have contributed to this incident. To further investigate this incident, one physical sample was provided for evaluation by our quality team. Through examination of the provided sample, the clamp was observed missing from the product. It has been determined that this incident was a result of operator error within the manufacturing facility. The operator did not identify the defective product during visual inspection.

Event description:
It was reported that the tubing clamp was missing with a bd nexiva¿ closed IV catheter system sp with maxzero¿. The following information was provided by the initial reporter: it was reported the clamp was missing.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing clamp was missing with a bd nexiva¿ closed IV catheter system sp with maxzero¿. The following information was provided by the initial reporter: it was reported the clamp was missing.